Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high (value not provided) blood glucose (bg) levels in the mornings and low (43-56 mg/dl) bg levels in the afternoons. The contact declined to troubleshoot and reportedly, discussed a possible adjustment of the pump settings with a healthcare provider.